Event description:
It was reported that the stopper in the bd¿ slip tip syringe with precisionglide¿ needle was found to have separated from the plunger while drawing up the medication. The following information was provided by the initial reporter, translated from chinese: "when the nurse drew the drug with the syringe for the patient, she found that the stopper was disconnected from the plunger, and replaced the syringe immediately."

Manufacturer narrative:
Initial reporter e-mail: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported condition of stopper separation from plunger were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported that the stopper in the bd¿ slip tip syringe with precisionglide¿ needle was found to have separated from the plunger while drawing up the medication. The following information was provided by the initial reporter, translated from chinese: "when the nurse drew the drug with the syringe for the patient, she found that the stopper was disconnected from the plunger, and replaced the syringe immediately".